Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer reported that the battery was not lasting as long as usual. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that the blood glucose dropped 40 mg/dl. The customer stated that they experienced having defective set which caused high blood glucose. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.